Event description:
The account states that the waste tube from the cell-dyn 4000 analyzer came loose from the table drain and upon the waste cycle of the system started to spread waste fluid around. A technician tried to put the waste tube back into the drain, but with this action, her eyes and mouth came into contact with the fluid. The technician's age and weight was not provided. Immediate prophylactic action was taken in 2006 and no further adverse reactions were noticed until last week. It was stated that on october 31, 2006 information was received that the technician was unable to work due to the incident. The technician had diffiulty with her throat and is only able to swallow liquid food at this time. The waste tube is now fixed to the proper waste bottle by the customer and was verified by field service on october 20,2006.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.